Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ alert during a supply change after inadvertently confirming the fill tubing step multiple times, and was guided to restart the process and then advised performing a new supply change with new supplies. Symptoms included no reported adverse clinical effects. Outcomes included user education and resolution guidance without medical intervention or hospitalization. Investigation included remote troubleshooting and user re-instruction on proper supply change steps. Investigation of this case revealed a use-related handling issue consistent with an occlusion or process interruption during the fill tubing step, with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during the supply change procedure.